Event description:
A 66 year-old male underwent left heart catheterization for non-st-elevation myocardial infarction, which demonstrated a 90% ostial left main coronary artery stenosis and three-vessel coronary artery disease. Additional cardiac evaluation identified severe aortic insufficiency, an ascending aortic aneurysm, and reduced left ventricular systolic function with low ejection fraction and severe global hypokinesis. The patient was transferred for coronary artery bypass graft surgery and aortic valve replacement. During the surgical procedure, the patient was unable to separate from cardiopulmonary bypass and required multiple vasopressor agents. The clinical team elected to place an impella cp device in an emergent setting for circulatory support. The impella cp device was successfully implanted and functioned as expected. The patient developed severe coagulopathy without an obvious source of bleeding. The chest remained open for several hours, during which approximately five liters of autologous blood were returned using a cell salvage system, and multiple clotting factors were administered. Due to ongoing hemodynamic instability and the need for higher levels of circulatory support, the clinical team decided to escalate support to an impella 5.5 device. The patient was transferred to the intensive care unit, and a massive transfusion protocol was initiated. The patient continued to demonstrate severe coagulopathy with copious drainage from chest tubes. Pulsatility returned, and systemic anticoagulation remained withheld. Despite ongoing support, the patient continued to have significant bleeding from the chest tubes. The patient subsequently experienced cardiac arrest. The patient died while on mechanical circulatory support. While both impella cp and 5.5 were coded for bleeding and subsequent complications, these were more likely due to the patient¿s underlying severe coagulopathy, especially as the systemic anticoagulation usually required for impella pumps was withheld. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1: brand name was updated. Ppae (major bleed): the root cause of the injury was not determined due to insufficient clinical details.